Event description:
Reporter alleged customer was taken to the hospital by a relative due to elevated glucose readings. It was reported glucose meter read 447 mg/dl however hospital meter measured in the 100s mg/dl. Reporter stated no treatment was received as a result and no controls used reportedly. A request was made for the return of the suspect device and replacement product was sent.